Event description:
It was reported that there was elevated threshold on the leadless implantable pulse generator (ipg). The ipg remains in use. The patient is enrolled in the pan psr post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.